Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion is located in a moderately tortuous and severely calcified right coronary artery. A 15mm x 2.50mm wolverine cutting balloon was selected for use. During the procedure, upon the second inflation at 12atm the balloon ruptured. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.